Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: unk-controller h3: no serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers (B)(6), unknown serial number) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) controller power-up event logged on 16/mar/2024 at 02:30:40. Review of the data log file revealed that the controller was not in use prior to the first controller power up event; the controller last had power on 01/jun/2023 at 09:43:30, indicating that the power up event most likely occurred during a controller exchange. Following the initial controller power-up, one (1) vad stopped alarm was logged at 02:30:40, indicating that the pump failed to restart after multiple attempts. Furthermore, one (1) vad disconnect alarm was logged at 02:30:45, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the alarm. Additionally, log files revealed one (1) controller power-up at 02:33:26 and one (1) subsequent vad stopped alarm at 02:33:53, indicating the pump failed to restart after multiple attempts. Log file analysis then revealed one (1) controller power-up event with a successful pump start event was logged at 02:34:35. Review of the event log file revealed a motor start event recorded on 16/mar/2024 at 02:34:42, in which the motor start parameters were atypical. In addition, log file analysis revealed a transient increase in power consumption to parameters above normal operating range starting on 17/mar/2024. The observed high power is an additional finding, not related to the reported event. Review of the controller log files associated with the controller with unknown serial number could not be performed since log files were not available for analysis. As a result, the reported loss of power involving (B)(6), failure to restart, atypical motor start parameters, vad stop were confirmed. The reported vad stop and real time clock error involving the controller with unknown serial number could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the observed high-power event. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, incorrect setting of the alarm threshold, and/or patient related factors. The most likely root cause of the reported real time clock error event can be attributed to the incorrect date/time manually entered during the programming of the controller, as described in the event details. The most likely root cause of the vad disconnect alarm and controller power-up events can be attributed to a controller exchange and troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) is in scope of fca cvg-21-q3-21 (subgroup 3). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart events and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #:  1103 / catalog #:  1103 / expiration date: 31-jan-2022 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no. H3: no. H4: mfg date: 03-jan-2020. H5: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller d4: model #:   / catalog #:   / expiration date:  / serial or lot#:  UDI #:  d9: no. H3: no. H4: mfg date:  h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while the patient was attempting to change the controller power sources, the ventricular assist device (vad) stopped and the controller exhibited an unexpected loss of power. The patient performed multiple controller exchanges with different "controllers" and the vad had several motor start events with parameters outside of the typical range and also failed to restart. It was also reported that the backup controller was not updated for daylight savings time and was off by one hour. This vad is included in the subgroup 3 population for delay or failure to restart. The vad and the backup controller remain in use. No patient complications have been reported as a result of this event.